Event description:
It was reported that the user experienced blood glucose over 300 mg/dl while using the ilet with inset teflon infusion sites, with recent supply change and delivery troubleshooting performed; tubing was connected, the site appeared dry, drops were observed after a 10-unit command, and the user was advised to complete a full supply change due to possible cartridge bubbles. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or specific component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.